Manufacturer narrative:
Continuation of concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient could no longer feel stimulation despite amplitude level. The rep reported that they were to meet with the patient for programming on (B)(6) 2018. Additional information was received from the rep on (B)(6) 2018. The rep reported that electrodes 0-7 had out of range impedances with the exception 0/6 when tested against 8-15. Electrodes 8-15 were all within range. The rep reported that reprogramming had established coverage therapy that the patient had previously lost. No further complications were reported.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no cause was determined for the out of range impedances. The rep reported that they reprogrammed the patient. The issue wasn¿t resolved. No further complications were reported.